Event description:
The battery was sent for eval due to it being melted on the top grooves. No further info has been provided by the customer account.

Manufacturer narrative:
Failure analysis is in progress; add'l info will be submitted once the quality investigation is completed.